Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after the implant, the patient experienced subcutaneous mass right posterior neck, subcutaneous mass left posterior neck, pain, recurrence, enlarged lymph node, and bleeding. Post-operative patient treatment included revision surgery, excision subcutaneous mass right posterior neck, excision subcutaneous mass left posterior neck, and recurrence repair.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was right inguinal hernia, subcutaneous mass right posterior neck, subcutaneous mass left posterior neck. The procedure performed was a right inguinal herniorrhaphy, excision subcutaneous mass right posterior neck, excision subcutaneous mass left posterior neck. The patient has had a surgical revision, pain, recurrence and bleeding.